Event description:
A false low advia centaur xp total hcg (thcg) result was obtained on a redraw patient sample and considered discordant when compared to previous patient sample results and the patients' clinical picture. The reported false low test result was questioned by the physician. The repeat patient sample results were positive. It is unknown if patient treatment was prescribed or altered. There was no known report of adverse health consequences due to the discordant advia centaur total hcg results.

Manufacturer narrative:
The cause for the discordant advia centaur xp total hcg result is unknown. The instrument is performing within specification. No further evaluation of the device is required.